Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load process the pump skipped to the "detecting cartridge" step. Customer stated that after the completed the detecting cartridge process they were able to successfully load the cartridge onto the pump. Customer's blood glucose level was not impacted.